Event description:
Determined to be reportable based on analysis results received 7/6/2006. It was initially reported that during a ptca atherectomy treatment procedure, the 2cm peripheral cutting balloon would not inflate, but analysis findings indicated a fractured atherotome. Per additional information provided, with entry through the brachial artery, the av fistula lesion was dilated with the 2cm peripheral cutting balloon, inflated to 6atms for 30 seconds. The cutting balloon was then removed. The av graft lesion was then dilated with a savvy 6mm x4cm balloon, to 6atms for 29 seconds and 6 atms for 13 seconds. The balloon was then removed. The 2cm peripheral cutting balloon was reinserted, after preloading on a prowater guidewire. The cutting balloon was then advanced to the lesion, but the balloon did not inflate and was subsequently removed. There was no patient injury reported, and the procedure was successfully completed with another of the same device.

Manufacturer narrative:
The analysis confirms that the cutting balloon catheter has a tear in the balloon. An indentation was evident at the tear area. The tear location does not exhibit blade witness marks. One blade fractured on the mid section indicating the blade met with restriction on inflation. The tear may have been caused by an external object, as evident by the fractured blade and the indentation mark on the balloon, however, the analysis could not determine the exact cause of the tear. Root cause is determined to be design. No corrective/preventive action is required since this failure mode is inherent to the product design, which includes atherotomes and the interaction with the balloon material. Shopfloor paperwork was reviewed with no related issues found. There is one other complaint for the same lot number, but it is a unrelated complaint type.